Event description:
Cannula body was found to be kinked / collapsed / bent after use. Customer reported that it seemed the cannular became easy to be kinked / collapsed / bent and had uneven length of cannular tip compared to before.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Cannula was returned without any dilators. Entire wire-reinforced section of cannnula body was compressed at different locations. Tip of the cannula appeared straight and the edge of tip opening was smooth and even.